Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: material #: 364314. Lot/batch #: 2305392. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to loose plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose plunger. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to using bd preset¿ arterial blood collection syringe, the piston of one syringe was loose. No patient impact reported. The following information was provided by the initial reporter: the nurse opened the package and found that the piston of the arterial blood collection needle was loose and could not be used normally. She immediately replaced it with a new one and reported it to the head nurse and the teacher of the medical equipment department.